Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic umbilical hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, when the device fired the first two straps, they did not penetrate the mesh or tissue. Another like device was used to complete the procedure. There was no patient consequence reported. No further information is available.

Manufacturer narrative:
No visual damages were presented on the returned device. Trigger was open position. The device was disassembled and strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended.